Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine (10mg/ml, unknown dose) in an implantable pump for an unknown indication for use. On (B)(4) 2017, during pump servicing, the pump was normally refilled with a manufacturers refill kit and 40ml of drug. After the needle was pulled out, the patient described a burning in the area of the pump. After 1.5 hours, the patient showed significant symptoms of overdose. The hcp injected the patient with an antidote. The patient was held in the intensive care unit (ICU) since the event. Three hours after filling, the pump was aspirated and there was only 3 ml of drug remaining (expected residual volume was 38.8ml). The pump was filled again with water. The pump was checked again and only 5 ml remained in the pump. The pump was also checked via "sono" and a liquid accumulation in the pump pocket was visible. The liquid in the pocket was not identified. There was no information provided about environmental/external/patient factors that could have contributed to the event. The manufacturer representative thought the refill needle slipped out of the pump during refill. Regarding "why they were not able to aspire", the manufacturer representative had no clue. However, this was not confirmed, as the manufacturer representative only received the information from the anesthesiologist after the event occurred. The status of the patient was stated to be alive and with no injury. The pump was explanted on (B)(6) 2017. After the surgery, the surgeon was able to absorb the drug without any problems. As of (B)(6) 2017, the patient was doing well and now on oral medication. Device return was expected. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On 2017-may-11, additional information was received from a foreign manufacturer representative (rep). Additional information indicated the previously reported sn; (B)(4) was reported as a typo. The updated sn was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.